Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultralink meter powers off during use. The patient did not develop any symptoms before, during, or after the reported issue. The patient did not take any action regarding diabetes treatment as a result of the reported issue. There was no medical attention sought due to the issue. The product was not new (out of box). The battery contacts were in good condition. The patient replaced the battery per the owner's manual. The meter shut off before automatic shutoff time was up. The patient mentioned he was using incorrect test strips. This complaint is being reported because the product issue was not resolved through troubleshooting. Although it was mentioned that the patient was using incorrect test strips, it is unknown whether this contributed to the product issue. The patient did not allege any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.